Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# kdz237 exp date: 03/31/2018, MFR date: 04/12/2016; batch# kdz238 exp. Date: 03/31/2018, MFR. Date: 04/12/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: what tissue type: fascia (c-section); what tissue dehisced: fascia; what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased: no. Healthy; how was the suture tied (square knot or multiple knots one end): no knots - it was stratafix symmetric; what date did the patient present with dehiscence (number of post op days): 2 weeks; any quality issues with suture noted before procedure: no; did the suture break post op: yes, at the midpoint/midline of the incision. Representative samples were examined for visual inspection defects and tested by tensile strength. No attachment defects or suture breakage was observed and the samples meet requirements.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and the barbed suture was used. Two weeks following the procedure, the patient returned to the hospital with fascia dehiscence at the midline of incision. It was also reported that the suture was applied in a continuous loop across the incision line. Additional information has been requested.